Event description:
On (B)(6): customer reports during one procedure, the staff stepped off the fluoro pedal and fluoro continued. After approximately 60-90 seconds, the staff shut down the system, stopping the continued fluoro. Staff re-booted the system, and all systems functioned correctly. Procedure was completed without further incident. No reported injury. Customer then mentioned they did receive a letter from the physician alleging he had received a sunburn and headache from the event.

Manufacturer narrative:
The field service engineer was unable to duplicate the reported issue. The field service engineer completed preventive maintenance per the hut dr service manuals. The service checklist was completed with the unit fully functional and was returned to service. Biomed tested for max dose during fluoro and measured 2r/min. The FDA cfr guideline is a maximum of 10r/min. The systems maximum output dose is very low, approximately 5-6 times lower than a properly set up system. The biomed also tested for scatter radiation at the end of the table where the physician sat. The scatter radiation values were in the low mr/hr range.